Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 208 mg/dl at the time of the incident. Customer mentioned that her blood glucose was 37 mg/dl earlier and she drank juice to get it up. Customer decided to bypass troubleshooting for low blood glucose because the pump is not working at the moment and she cannot clear the button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was unable to prime during prime/compromised force sensor system test due to slightly loose drive support disk. They were unable to perform the occlusion test and excessive no delivery test due to the prime anomaly. The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was received with a cracked case at the belt clip slot and reservoir tube lip. The pump was also received with a minor scratched lcd window and a stained end cap sticker.